Event description:
2013 (B)(6) ((B)(4)): it was stated that they were having a hard time getting pain control down to where it was prior to the pump implant. On (B)(6) 2013, they did a myelogram to make sure there wasn¿t any leaking. Per reporter, the hcp stated that it might be leaking around the catheter where it connects to the pump and thought there may be a clog because when hcp tried to extract medication from catheter access port had an extremely hard time and didn¿t get out what hcp thought she was supposed to. Another hcp had informed the patient that he didn¿t think the pump was leaking, that it was the angle of the pump where is catheter is connected. Hcp gave patient a bolus dose and then injected dye and reason hcp thought there was a leak and clog is that when they did the bolus dose and dye and tried to extract again it was easy this time. Hcp thought there might have been a kink in the catheter at some point. The hcps reviewed that if there was a kink that it would now be straightened out after the bolus and dye being pushed through. Patient was concerned if there was a kink was going to make the catheter weakened and or at a higher risk to kink again. It was stated that there were no masses seen with the scan at the time of implant. Hcps didn¿t have any current plan and were hoping the dilaudid change may help patient as patient had had morphine for a long time and she may be building up a tolerance to it. They were waiting to see how patient would do by next refill in (B)(6) 2014. Hcp had reviewed that patient had less then what was expected to be in the pump. It was stated that the last time patient was taken in with rescue squad after the implant and she not had family around her ¿she would have taken a 38 to her head and hates to say it¿. Patient knows that over a period of time and several years (18 years ) the pain can be worse. When it did get to the level of pain patient told her husband she couldn¿t do it anymore after this implant was placed. Her blood pressure was ¿180/80 something¿ which normally was 112-116/60 and might have been due to the anxiety. Patient thinks that the morphine pump has saved her life and again she was at the point where they had tried to do everything that you could think of treatments, etc. And there¿s not a drug or pain medication medicine that she hadn¿t taken¿. Patient felt the pain pump saved her life and was going to cry because in her heart of hearts she felt she wouldn¿t be here and she was in pain most of the time and tolerated the pain. Patient hated the fact that she wasn¿t able to work again and affects her life on a daily basis but it had helped make her life more tolerable. It had given a part of her life back to her where she was functional and didn¿t want to get out of bed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: as of (B)(6) 2014, the patient still had not had therapeutic effect. Since implant, the patient had not had pain relief despite dosage increases. In (B)(6) of 2014, the drug in the pump was switched from morphine and bupivacaine to dilaudid and bupivacaine. The patient's pain relief was intermittent. The patient was still in pain and went to the hospital and ER (emergency room) a lot. In the last two weeks, the patient was in bed all day 4-5 days a week. With luck, she had a couple of decent days a week. Four weeks prior to this report, the patient went to the ER for pain and the hcp (healthcare professional) switched her from oral percocet to oxycodone. The last 3.5 to 4 weeks, she had been getting numb at the pump site in her abdomen from her rib cage down to the top of her hip on the pump side. She would feel the numbness for 5-10 minutes after a bolus. The patient's bolus was 0.3005 mg for dilaudid and 1.202 for bupivacaine. During refills, sometimes there would be a couple of milligrams of residual volume; more than expected. The patient thought that since she was having the numbness after the bolus, that it was possible that the medication was going into her body. The prior myelogram did confirm that the medication was going into the intrathecal space. The patient had an appointment scheduled with her hcp and planned to ask for another dye study.